Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coils. During the procedure, the physician successfully deployed and detached ruby coils into the target vessel using a ruby coil detachment handle (handle). After deploying a new ruby coil into the patient, the physician used the same handle to detach the coil. However, upon removal of the ruby coil pusher assembly from the handle, the physician noticed that the ruby coil was still attached to the pusher assembly and did not attach in the patient. The procedure was successfully completed using a new ruby coil and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the ruby coil pusher assembly. Upon first evaluation, the embolization coil was intact with the pusher assembly. After 30 minutes of decontamination, the embolization coil was noticed to be detached from the pusher assembly. Blood was observed inside the distal detachment tip. Conclusion: evaluation of the returned device revealed the pet lock was broken, indicating a pull force was applied to the proximal end of the pull wire, likely in an attempt to detach the ruby coil. Further evaluation revealed the embolization coil was intact with the pusher assembly prior to decontamination, but after 30 minutes of decontamination, the embolization coil was noticed to be detached. The presence of coagulated blood inside the distal detachment tip (ddt) may have caused the proximal constraint sphere to become stuck, and may have prevented the embolization coil from detaching. The handle mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.